Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated it was taking them an hour and a half to charge the ins. Patient stated this started "just recently". Patient said they charge the ins once a week. Patient stated that when they start the charging session the ins is 20% full. Patient stated they read it should only take 20 mins. Reviewed factors that affect charge duration and what the 20 min claim means. Patient said they will try charging twice a week. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported at this time.